Event description:
On 10/09/1999 beckman coulter tech installed new software for y2k preparation for noted machine. The tech failed to properly install the inr calculation default. Software did not identify this error and generated "test results". Quality control performed on pt test value results were correct, therefore calculation error not identified. Medical staff was adjusting coumadin dose on the erroneous inr, which was under reporting values and pts were being overmedicated. Error identified 04/12/2000 and corrected.